Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the entire system was explanted. The patient was administered antibiotics.

Event description:
Additional information indicates the infection has resolved.